Event description:
It was reported that the patient was experiencing inadequate stimulation and pain around the spine and down the right leg with numbness and tingling. The patient underwent a revision procedure wherein a new lead was added. The patient was doing well postoperatively.